Event description:
It was reported that during a bph surgical procedure "fiber came without card" no additional information provided. The procedure was completed using an alternative procedure (rtu). Patient outcome: "no injuries to the patient" reported.